Manufacturer narrative:
A lot number was not provided. A DHR review could not be completed without a lot number to trace back with. Biocompatability reports show the skin contacting materials are non-cytotoxic, non-sensitizing, and non-irritating. No further investigation can be performed with the limited information. The importer reports this event in an abundance of caution due to the patient consulting a clinician and being prescribed medication for the blister.

Event description:
The patient reported red, itchy skin with raw red blister/bumps. The patient prepped their skin using the universal skin prep. The patient was using lwa/vermed electrodes at the time of skin irritation. The patient went to urgent care and was prescribed cream/neosporin.